Event description:
Customer feels blood glucose device is reading high. The customer passed out 2 different times. Both times were taken by paramedics to the hosp. The customer was given an IV. Customer doesn't remember the results they rec'd on the device. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.